Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator was found to be in backup vvi mode. No patient symptoms were reported. Device restoration was unsuccessful. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.